Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their transmitter did not blink. Customer states that they were having problems with the sensor. The blood glucose reading is 195 mg/dl.